Event description:
Phillips mp50 patient monitor fell from mounting arm injuring caregiver and landing in a radiant warmer bed near the head of neonatal patient. Caregiver was repositioning the monitor, which was overhead, at the time of the event. Other relevant devices in use were the gcx articulating mounting arm and an ohmeda radiant warmer.